Manufacturer narrative:
The investigation of the returned expiratory pressure transducer printed circuit board (pcb) has been completed. The pcb was installed in a reference system for simulated use testing. Peep (positive end expiratory pressure) value drifted outside limits, causing alarms to be generated, which confirms the reported issue. Microscopic inspection showed an unknown particle on the pressure sensor, which is determined to be the root cause for the reported issue. It has not been determined why there was a particle on the sensor. If the pressure sensor is drifting during ventilation it can cause the airway pressure to deviate from the target value, this will be detected by generated alarms. It will also be detected during pre-use check if the sensor has drifted outside the limits. Evaluation of logs shows that the issue first occurred on (B)(6) 2017, date of event is update accordingly.

Event description:
(B)(4).

Event description:
It was reported that the peep (positive end expiratory pressure) value increased to above settings. There was no patient involvement. (B)(4).